Manufacturer narrative:
Other devices were mentioned by the attorney but no catalog numbers or lot codes were provided. When the investigation is completed, the results will be submitted in a supplemental report.

Event description:
It was reported through an attorney for a patient that, "thank you for taking my telephone call this morning. Please be advised that I represent a client who may have suffered injury due to the implantation of a stryker hip implant..." "My client and I would like to know whether or not her implant was subject to any of the recent recall notices or advisories. During (B)(6) 2008, my client received the following hip implant: stryker accolade stem size #3, 36 plus 0 ceramic head, trident psl shell size 48 mm with x3 liner. Reference number (B)(4), lot number wn7mne."